Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had image loss. The issue occurred during ureteroscopy therapeutic procedure that was completed with a competitor device. There were no reports of patient harm.